Event description:
A (B)(6) male patient's physical therapist contacted zoll customer support to report a service code 204. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon investigation the yellow (pgnd) wire was open at the hex crimp ferrule connector in the trunk cable. The root cause for the open wire was unable to be positively determined but was likely related to physical abuse. No adverse event resulted from the open wire. The patient received a replacement electrode belt.